Event description:
In 2009, a doctor alleged to kerr corporation that tempbond ne caused an allergic reaction in a patient and that an ointment was prescribed to alleviate his symptoms.

Manufacturer narrative:
The patient was given a prescription ointment and the doctor used a different cement to complete the procedure. The patient's symptoms have completely subsided. Attempts have been made to get additional information from the doctor; however the doctor has remained unresponsive. This report is being submitted because of the allegation that an ointment was prescribed in order to alleviate the patient's symptoms which, as stated above, have completely subsided. No evaluation was performed: the product was not returned to kerr corporation for evaluation. Additionally, the doctor did not provide any information on the lot number allegedly involved therefore evaluation of retain samples could not be conducted.